Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 500 mcg/ml baclofen at a dose of 174 mcg/day via an implantable pump for intractable spasticity. It was reported that there were consistent refill discrepancies of 5-10 ml. The pump was explanted and replaced on (B)(6) 2017. There were no environmental, external, or patient factors. There were no diagnostics or troubleshooting at the time of the report. The issue was resolved at the time of the report and the patient status was alive with no injury.

Manufacturer narrative:
The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver baclofen (500 mcg/ml at 3.18 mcg/day). Analysis of the pump found no anomalies. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code - conclusion code is being updated for this event.

Event description:
Additional information was received from a company representative (rep) indicated they had access to refill information since (B)(6) 2015 and the patient was not sure when this started. According to the last three refills, there had been excess drug in pump (5-5.4 ml) from what was expected. The cause had not been determined. The patient had not reported symptoms and the catheter was patent and flowing at the time of replacement. The pump was returned and the pump logs indicated the pump was in minimum rate mode on (B)(6) 2017. Pump refill notes were also provided. On (B)(6) 2015, the volumes were actual residual volume (arv) 11 ml and the expected residual volume (erv) was 5.8 ml. There was no changes in medication and the pump was accessed without difficulty. A 40 cc of baclofen replaced with positive drawback throughout. The patient denied burning during refill, no redness, swelling, or edema at pump or catheter site. The patient had no new problems and denied pain. On (B)(6) 2016, the volumes were arv was 8 ml and the erv was 3 ml. No new problems were noted. On (B)(6) 2016, the arv was 17.5 ml and the erv was 12.1 ml. Again, there was no changes in medication and the pump was accessed without difficulty. A 40 cc of baclofen replaced with positive drawback throughout. The patient denied burning during refill, no redness, swelling, or edema at pump or catheter site. The patient had no new problems and denied pain. The pump logs were also provided from these refill dates and there were no motor stalls noted in the event logs.